Event description:
According to the report from the dist, during application of dermabond topical skin adhesive to close a laceration to one eyelid, the pt moved and the eyelids were bonded together on both eyes. That pt was then referred to an ophthalmologist, who placed the pt under general anesthesia and separated the eyelids using a scalpel to cut the glue. One eye suffered a superficial corneal lesion. The condition of the pt after surgery is unk (medical secret).